Event description:
Covidien received information from the USA stating that while in use on a patient an 840 ventilator had a blank screen. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer inspected the device and verified the reported issue. The cse confirmed the printed circuit board will be replaced.